Event description:
The pt fell. Following an x-ray of his shoulder, the pt had a return of symptoms. The pt's voice was hard to hear, his eyes were droopy, and he looked "like a zombie". The deep brain stimulators were suspected to be off. The pt was seen by a field rep. Impedances were within normal limits. The devices were reprogrammed. The pt was happy with the results afterward. Please see MFR. Report # 3004209178-2009-05006.

Manufacturer narrative:
(B) (4)